Manufacturer narrative:
The associated complaint device was not returned for evaluation. The associated complaint device was returned and evaluated. A visual inspection of the returned sureshot targeter revealed signs of normal use. When connecting the sureshot targeter to the sureshot interface unit, the device was not recognized. An error message reads, ¿sureshot targeter invalid or broken tool - please exchange.¿ the stated failure is confirmed. A functional evaluation concluded that the sureshot targeter failed from broken srom connection. Multimeter confirmed an open connection to the srom board between pins 19 and 16 and 19 and 13. The device appears to have a broken wire within the cable or at the connector. This failure mode has been previously identified and the device is currently being redesigned to help reduce/eliminate this issue from recurrence. Insufficient patient information was provided to perform a thorough medical assessment. The patient impact beyond the 1-hour surgical delay cannot be determined; however, no patient injury was reported. When having complications with a sureshot device, we encourage you to refer to user manual 7118-1540 for trouble shooting suggestions. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. No additional actions are being taken at this time. However we will continue to monitor for future complaints and investigate further as necessary.

Event description:
It was that a surgical procedure was extended for an hour since the sureshot targeter when connected to the controller, the information on the monitor showed " sureshot targeter invalid or broken tool please exchange!". Finally surgeon made free hand to finish the surgery.